Event description:
Information received indicates the bed has no functions from the side rail controls.

Manufacturer narrative:
The technician recalibrated the bed sensors from the gci to repair the bed.